Event description:
It was reported that the pump shut down unexpectedly. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support as they were able to successfully turn the pump back on and resume insulin therapy, therefore no additional information was obtained.